Event description:
The customer indicated that they were observing minor burns on the patient's buttock or on the back of their tighs. A valleylab representative tested the generator and it was noted that there was an open earth to ground circuit.